Event description:
The customer states that the cell-dyn 1700 analyzer is generating discrepant pt results with hemoglobin and hematocrit mismatch on one pt. Initial results obtained; wbc=7.6 k/ul, rbc=4.47 m/ul, hgb=9.8 g/dl, hct=36.8% and plt=278 k/ul. Repeat results; wbc=4.9 k/ul, rbc=4.78 m/ul, hgb=6.9 g/dl, hct=39.2% and plt=384 k/ul. The customer then ran a normal level control obtaining results out of range for wbc and hgb parameters. No additional info regarding patients was provided. Pt results were not reported out of the lab. No impact to pt management was reported.

Manufacturer narrative:
Other - routine maintenance performed without resolution for qc. Other - lyse inlet tubing incorrectly positioned in reagent bottle. Other - lyse inlet tubing. Other - lyse inlet tubing incorrectly positioned in reagent bottle. Investigation summary: the customer states that one pt had discrepant results with hemoglobin and hematocrit (h&h) mismatch generating using a cell-dyn 1700 analyzer. The customer then performed dc yielding results out of range for wbc and hgb parameters. The customer states the instrument had been performing well without issue up until that point except that the cd 1700 began to generate chevrons (>>>>>) for the hemoglobin parameter instead of results. After supplemental cleaning, the customer reported qc was still out of range. The customer service specialist (css) instructed the customer to check lyse reagent (cap integrity and lyse inlet line). The customer found that the lyse inlet line was not inserted far enough into the lyse reagent bottle, although cap was okay. The customer reseated the lyse inlet line, primed 2x, ran background, repeated normal control with hgb recovering acceptably. The issue was resolved. Pt samples were not reported to medical provider with no impact no pt management reported. Trending: a review of complaint reports, for the period october 2006 through march 2007, did not indicate any adverse trend for cell-dyn 1700, list base 03h53-01 or list base hem tubing (which includes lyse inlet tubing 03h82-01) for issues with discrepant results/h&h mismatch. Labeling: the event is addressed in the cell-dyn 1700 operator's manual 03h58-01, rev d: section 3: principles of operation: system-initiated messages and data flags; page 3-23. Section 10: troubleshooting and diagnostics; troubleshooting guide; page 10-13; >>>>appear in place of the results for wbc, rbc, hgb, or plt; improper reagent delivery or sample aspiration. This is the final report. End of report.